Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneursym in 2003. Aneurysm morphology is unk. It was reported that during a routine follow-up the computed tomography scan demonstrated that the stent graft had migrated. The cause for the migration is unk. In 2004 the physician elected to implant one aortic cuff to repair the migration. No additional clinical sequelae were reported.